Event description:
During a right shoulder arthroscopy procedure, an arthroscopic trocar was being used. When it was inserted to the site, a tiny black colored particle came out from the instrument. The particle was then suctioned out. Doctor confirmed.the debris appears to be from the rubber washer inside of the cannula that may have broken down. Device is a reusable trocar which has been held aside. Manufacturer response (as per reporter) for atrhroscopic cannula, dyonics arthroscopic cannula.will release to manufacturer and request manufacturer share findings of analysis with facility